Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted in hospital due to high blood glucose on (B)(6) 2020 with blood glucose of 500 mg/dl and current blood glucose value was 250 mg/dl. Customer's other blood glucose value was 450 mg/dl. The customer experienced symptoms such as nausea and vomiting. It was unknown that auto mode feature was active or not at the time of event. Customer treated with syringe. The insulin pump will not be returned for analysis.